Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 100 units and remained static. Reportedly, the customer was unable to provide the amount of insulin that the cartridge was filled with. Blood glucose level was 276 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.